Manufacturer narrative:
(B)(4). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 24.0 intraocular lens (iol) was implanted on (B)(6) 2017 into the patient's right eye. The iol was explanted on (B)(6) 2019 due to intolerable glare which were first reported on (B)(6) 2017. It was also reported there was no significant residual refractive error; no dry eye. The iol exchange was performed without complication and there was no additional intervention required. The patient was stable when discharged. The account commented that the explanted lens was discarded by the surgery centre. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
At the time of the initial report the product was reported as discarded by the customer, however the device was returned and evaluated. Therefore, the following fields have been updated accordingly. Device available for evaluation: yes. Returned to manufacturer on: 2/14/2019. Device returned to manufacturer: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. It can be seen that the lens is contaminated, dust particles are present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. No other anomalies were found. The complaint cannot be confirmed.